Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located below the knee artery. A 1.5mm x 20mm x 142cm coyote es catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was removed without any issue. The procedure was completed with a different device. There were no patient complications nor injuries reported.